Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received more than 10 inappropriate shocks because of t wave oversensing. The lead and device were replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received more than 10 inappropriate shocks because of t wave oversensing. The lead and device were replaced. No further patient complications have been reported as a result of this event. It was further reported that the patient was hospitalized as a result of the inappropriate therapy. The lead was capped, and both the device and lead were replaced. It was further reported that there was a lead fracture.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient received more than 10 inappropriate shocks because of t wave oversensing. It was further reported that the patient was hospitalized as a result of the inappropriate therapy. The lead was capped, and both the device and lead were replaced. No further patient complications have been reported as a result of this event.